Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the home choice (hc) during an unknown cycle. The home patient's (hp) registered nurse (rn) called asking what a system error 2240 alarm was. The hp recorded the alarm the previous night and ended the therapy. The technical service representative (tsr) advised the rn what system error 2240 alarm was. The hp took the correct action of just ending therapy and calling the rn. Per the callscript, the hp was connected at the time of the alarm, the patient line was properly primed before connecting, it was unknown if a patient extension line was used, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no open clamps on any unused lines, there was not anything unusual noted about the supplies, and the supplies were not damaged by an outlet clamp. Proper procedures were reviewed with the patient. It was unknown how the patient completed therapy. There was the patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This report for system error 2240 was not confirmed. The cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.